Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the summer of 2012. The patient did not specify results obtained with the subject meter. The patient alleged the results obtained with the subject meter were "30-60 mg/dl" higher compared with a laboratory device, performed within 10 minutes of each other. The patient manages his diabetes with insulin (type not specified). Based on the alleged results obtained with the subject meter, the patient administered self insulin (amount not specified). After, the patient claims he felt symptoms of dizzy and sweaty. The patient took dextrose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have his test strips to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing; pa unable to reproduce complaint during investigation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.